Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser cto recanalization catheter was returned for evaluation. Bunching and tearing was noted to the catheter proximal to the distal tip. No functional testing performed. Based on the findings, the investigation is confirmed for the reported material deformation and identified catheter tear issues. However, the investigation is inconclusive for the reported failure to advance issue due to the condition of the returned device as no functional testing performed. A definitive root cause for the reported failure to advance, material deformation and the identified catheter tear issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 06/2023).

Event description:
It was reported that during an angioplasty procedure of a highly calcified target lesion in the posterior tibial artery, the catheter was allegedly failed to advance. It was further reported that the tip of the catheter allegedly damaged and deformed by heat. The procedure was completed using another device. There was no reported patient injury.